Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. There is excessive oil residue around the dumbbell joint. The drape clips are missing. The enclosures are cracked along the bottom near the battery. The labels are damaged. The wing knob button cover is missing. A functional evaluation was performed. The device has delayed pressurization. The device fails the weight test. The piston migration is at 2.0 inches. The reported failure was confirmed and the root cause has been associated with a seal failure. The device has been in service for over 5 years, therefore any malfunction presented at this point in time would not be related to the manufacture of the product. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that after shoulder scope, the spider 2 was not working properly. The malfunction was solved with no delays or patient harm using the same device. Results of investigation have concluded that the device failed the weight test which makes it a reportable event since there was a loss of traction. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.